Manufacturer narrative:
Based on the information provided by the pateint, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms related to sleep apnea.

Event description:
The patient reported the following: sometimes it is hard to wear for that many hours. I grind and it gives me a headache. Additionally the patient report that they have recently been diagnosis with sleep apnea.